Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration in (B)(6) 2015 (specific day not reported) resulting in fixture loss.